Manufacturer narrative:
Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received. Visual inspection noted a broken battery door, and a non-original equipment manufacturer (OEM) battery was found in device. Unable to duplicate the complaint during syringe test and all the readings of size count on both "qc" slugs were within the required specifications. The complaint was not confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Performed preventative maintenance (pm) and the device passed all functional and delivery tests. No further action was taken as the complaint was not confirmed.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, the feeding pump was not reading the syringe. No patient injury reported.